Event description:
The customer reported via phone call that they experienced low blood glucose. The customer stated their blood glucose declined to 54 mg/dl. It was also found the paramedics were called to treat for the customer's low blood glucose. The customer stated they were advised by the paramedics to consume food for their blood glucose. Customer also reported the perceived cause of their low blood glucose was from over-delivery of insulin. The customer was advised to monitor the insulin pump. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.